Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid present at various locations throughout the lead (not obstructed).

Event description:
It was reported that the lead was not stable in the left ventricular vein branch selected which resulted in dislodgment during the implant procedure. A different left ventricular lead was successfully implanted. No patient complications have been reported as a result of this event.